Manufacturer narrative:
Date of birth/age: unknown. Gender/sex: unknown. Initial reporter: telephone number: (B)(4). (B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens was inspected at 10x microscope magnification. The visual inspection revealed a lens that was cut in two (2) parts (approximately half) and a detached haptic. One (1) piece of the lens had an attached haptic. Residue of what appears to be ovd, (ophthalmic viscosurgical device) was observed in the cartridge loading zone. The detached haptic was bent. The lens inspection findings were compatible to a lens that had been removed during the implant process. The investigation noted the possibility that the iol was not loaded correctly in cartridge, the user was not following folding instructions per directions for use, user damaged haptic during handling. Based on the inspection, there was no indication that the failure was related to manufacturing process and the probable root cause was more likely related to the surgical process and/or technique and a results code of operational was chosen to indicate usage of the lens. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when the lens was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted and then removed within the same procedure as the lens was implanted without the trailing haptic. The haptic was in the cartridge. The iol was explanted by cutting it in half. Another iol was implanted. No patient injury was reported. In further follow up it was learned that the incision was enlarged. No further information was provided.